Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the ac led light for the device was not illuminating and the unit subsequently failed to charge an installed battery. There was no patient involvement.